Event description:
It was reported that high impedances were measured pre operation. The following impedances were measured: c-2 = 21769, 0-2 = 21619, 1-2 = 21619, and 2-3 = 19111 ohms. The implantable neurostimulator (ins) was replaced, but high impedances greater than 40,000 ohms were measured with the new ins. The patient did not use contact two so the healthcare professional (hcp) decided to program around the contact. No interventions or outcome were reported regarding this event. Further follow-up isbeing conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-09337.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).